Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
It was reported to abbott, a patient underwent an scs revision due to ineffective coverage. Lead migration had occurred. The ipg and leads were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Supplement report needed for device code corrections.